Manufacturer narrative:
Review of the provided patient files led to the following observations: - no anomaly was observed in the patient file dated on (b)(60 2024 at 13:46 (before the rf ablation procedure). - the warning message a40 was displayed upon re-interrogation on (B)(6) 2024 at 17:36 (after the rf ablation procedure), and warning message a68 was displayed upon re-interrogation on (B)(6) 2024 at 11:33 - expertise file analysis revealed that the warnings were triggered because an abnormal current was detected in a proximal resistor that acts as a protective mechanism: after this abnormal current measurement, this proximal resistor is disconnected in order to avoid any deleterious dc current. Disconnection of the proximal resistor consequently occurred, while ablation was still ongoing. Therefore, electrical charges continued cumulating during ablation procedure and were not completely dissipated when the second current measurement was performed. After two consecutive abnormal current measurements, the warning message is triggered. - no hardware issue is suspected. However, due to the disconnection of the aforementioned resistor, the device configuration is not optimal and allows not optimal filtering/detection (noise rejection, immunity to emi) of the signal. - it should be noted that the ulys dr manual warns about the risks associated to medical environment. In particular, it specifies that there are risks associated to rf ablation, as it can disrupt the functioning of the device recommendations : - re-interrogate the device, and check if there is v oversensing is present correlated to charge time test - an induction test (with v sensibility programmed to 1,2mv) is recommended to be performed to check the efficiency of the defibrillation system - regular follow-up monitoring should be performed in order if needed to adjust settings. - keep the v oversensing alert ¿on¿ with ¿1¿ episode - reprogramming remains physician¿s responsibility.

Event description:
Reportedly, patient had a vt ablation (left side of the heart) on the (B)(6) 2024 afternoon. After ablation err 40 appeared in the advertising box with a message saying the defibrillation system could be potentially inefficient. The physicians didn't notice it. The (B)(6) 2024, the err 68 was displayed. On the 3rd of march tthe ICD was checked : all lead parameters were correct : detections, impedances, thresholds, coil continuity... Charge time was 11sec.